Event description:
It was reported that the trial (26x32, 11 8 degrees) broke off of trial inserted with threaded portion of trial inserter stuck in trial.

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. The device was inspected and it was found that the tip of the slide handle was fractured. No relevant manufacturing issues were identified for the reported lot. The plausible root cause is "normal wear based on age and extensive use of the device."

Event description:
It was reported that the trial (26x32, 11 8 degrees) broke off of trial inserted with threaded portion of trial inserter stuck in trial.